Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during preparation; it was observed the rotating hemostasis valve (rhv) on the dilator was broken and could not be tightened. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported detached rotating hemostatic valve was confirmed via device analysis. Additionally, the rhv was securely attached, and it remained attached without any issues. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported detached rhv was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.